Event description:
During a minimally invasive procedure for hemorrhoids, according to the surgeon when the stapler was removed after firing, there was bleeding. Then he observed that there was incomplete staple formation. He closed the bleeding area by hand sewing with suture.